Event description:
The patient had initial si joint fusion surgery performed approximately 3-4 years ago. The patient currently presented with pain consistent with s1 nerve irritation. A CT showed the joint appeared to be fused and the implant was on top of s1 foramen. It is unknown whether the patient had any other event which may have caused movement of the implant. An intervention was required to remove the 12.5 x 70mm device.